Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received regarding a patient receiving hydromorphone (0.691 mg/ml at 8.0087 mg/day) and bupivacaine (3.059 mg/ml at 35.036 mg/day) via an implanted pump. The indication for use was noted as non-malignant pain and chronic back pain. On 2015-10-15 it was reported that the patient had been hospitalized with possible cord compression and had been having symptoms of pain, numbness, and urinary retention. On 2015-10-28 the consumer reported that they had been hospitalized due to pneumonia and other symptoms, however they were currently out of the hospital and at home. The consumer is continuing to use a foley catheter for their urinary retention; and is experiencing weakness, and pain in arms and legs. It was noted that oral percocet had not worked so they were given 2 mg morphine intravenously and it provided some relief. The patient's pneumonia was diagnosed by a CT scan which showed opacity; it was reported that the CT was going to be repeated. It was also noted that an x-ray was done, but the results were not reported. Follow up was conducted for the results of any troubleshooting and diagnostics that were performed and if any interventions were required as a result of the event.